Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 after experiencing significant pain in the shoulder pocket area where the pacemaker is located. The patient previously had a pocket revision to resolve some of this pain, which was successful in reducing some armpit pain but the overall pain still resides. The patient was concerned about possibly allergic reactions to the pacemaker system material but this is unconfirmed. No further information was available. The patient was stable.